Event description:
Case description: investigation results name: novopen 4 , batch: pvggd47. A batch record review on cannot deliver was found to be normal. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Nothing abnormal was detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation was reviewed. It was not found the 'weak to depress' and 'inaccurate dosage' relevant issue. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed and found to be normal. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No consent for follow up questions, hence no further follow up is possible. Since last submission the case has been updated with the following malfunction updated as no is non-reportable updated as no investigation results updated final report ticked, expected date of fu report removed and current location of device updated in EU/ca tab b,c and d, g (imdrf) codes updated in device addendum tab narrative updated accordingly. Final manufacturer comment: 04-oct-2025: the suspected device was returned to novonordisk for investigation. The results were found to comply with specifications. The returned product was found to be normal. During examination of the product, no irregularities related to the complaint were detected. The batch documentation had been reviewed and found to be normal. Since no faults were found on the returned device (novopen 4) and only very limited information regarding the patient's handling of suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced incident. H3 continued: evaluation summary name: novopen 4 , batch: pvggd47 a batch record review on cannot deliver was found to be normal. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Nothing abnormal was detected. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The batch documentation was reviewed. It was not found the 'weak to depress' and 'inaccurate dosage' relevant issue. Nonconformity-related documentation was examined. No irregularities recorded and therefore no further action. No abnormalities relating to the observed problem were found. The batch documentation had been reviewed and found to be normal. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge. The results were found to comply with specifications. The product was found to be normal. During examination of the product, no irregularities related to the complaint were detected.

Event description:
Event [preferred term] (related symptoms if any separated by commas) irst pen selected a dose of 25 units, but it simply resets during the application rapidly, second pen from a dose of 25 units to 18 units and does not go down any further [device malfunction], pen not functioning properly, preventing the patient from taking the medication correctly / patient is unable to apply the medication correctly [incorrect dose administered by device]. Case description: this serious regulatory authority spontaneous case from brazil was reported via anvisa (brazilian health regulatory agency), bra by a consumer as "risk of life(fear of death)" with an unspecified onset date , "first pen selected a dose of 25 units, but it simply resets during the application rapidly, second pen from a dose of 25 units to 18 units and does not go down any further(dose counter malfunction)" with an unspecified onset date , "pen not functioning properly, preventing the patient from taking the medication correctly / patient is unable to apply the medication correctly(incorrect dose administered by device)" with an unspecified onset date and concerned a 791 months old male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes", the patient's height, weight and body mass index were not reported. Current condition: diabetes (type and duration not reported). Concomitant medications included - novolin n penfill (insulin human isophane 100 iu/ml). The patient reported that over the past 18 months, the patient had purchased 4 reusable pens. Two were discarded, and the other two are with the patient. The pens for insulin administration was the novopen 4; the patient bought the most recent one the previous day, and it was already not functioning properly, preventing the patient from taking the medication correctly. One novopen 4 available allowed the patient to select a dose of 25 units, but it simply reset during the application rapidly, which was not normal. Due to this technical problem, the patient was unsure if the dose was injected correctly. This pen was started yesterday. The second pen, got stuck during application. It went from a dose of 25 units to 18 units and did not go down any further. The patient mentioned being at "risk of life" because the patient was unable to apply the medication correctly. Both pens were from the same batch. The patient started using one less than 3 months ago, and with the other, the patient attempted their first application on (B)(6) 2025. The patient was using the pen with novolin n penfill. The patient used a new needle for each application and did not store it with the needle attached. The pen had not been refrigerated. Batch numbers: novopen 4: pvggd47. Action taken to novopen 4 was not reported. The outcome for the event "risk of life (fear of death)" was not reported. The outcome for the event "first pen selected a dose of 25 units, but it simply resets during the application rapidly, second pen from a dose of 25 units to 18 units and does not go down any further (dose counter malfunction)" was not reported. The outcome for the event "pen not functioning properly, preventing the patient from taking the medication correctly / patient is unable to apply the medication correctly (incorrect dose administered by device)" was not reported. Reporter's causality (novopen 4) - risk of life (fear of death): unknown first pen selected a dose of 25 units, but it simply resets during the application rapidly, second pen from a dose of 25 units to 18 units and does not go down any further (dose counter malfunction): unknown . Pen not functioning properly, preventing the patient from taking the medication correctly / patient is unable to apply the medication correctly (incorrect dose administered by device): unknown . Company's causality (novopen 4) - risk of life (fear of death): unlikely first pen selected a dose of 25 units, but it simply resets during the application rapidly, second pen from a dose of 25 units to 18 units and does not go down any further(dose counter malfunction) : possible . Pen not functioning properly, preventing the patient from taking the medication correctly / patient is unable to apply the medication correctly(incorrect dose administered by device) : possible . No consent for follow up questions, hence no further follow up is possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. References included: reference type: e2b company number. Reference ID#: (B)(6). Reference notes: reference type: e2b report duplicate. Reference ID#: (B)(4). Reference notes: #dup.